Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to inadequate stimulation. The explanted device components were disposed.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately 2021 from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7073292.